Event description:
The product was used during a percutaneous disectomy procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to remove the component without any pt injury.